Event description:
It was reported to boston scientific corporation on july 22, 2020 that a lighttrail reusable 270um laser fiber was used in a transurethral holmium laser lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser rod failed resulting in fiber rupture and damage. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information block d4, d10 and h4. Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 22, 2020 that a lighttrail reusable 270um laser fiber was used in a transurethral holmium laser lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser rod failed resulting in fiber rupture and damage. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: investigation results the returned lighttrail reusable 600um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 299 cm from the end of the connector to the tip. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. Fibers are consumable and meant to degrade with use. There was no light from the sma connector, indicating that the fiber is broken within the connector. No other issues with the device were noted. The reported complaint was confirmed. The analysis of the returned device revealed no light from the sma connector, indicating that the fiber is broken within the connector. Additionally, the fiber tip was observed to be degraded normally. The laser fiber transmits laser energy from the laser console to the treatment site through the fiber tip, which should be handled with care during use. The fiber is consumable and meant to degrade with use. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: correction to field b5: describe event or problem

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable 270um laser fiber was used in a transurethral holmium laser lithotripsy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the laser rod failed resulting in fiber rupture and damage. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. **correction** it was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable 600um laser fiber was used in a transurethral holmium laser lithotripsy procedure performed on (B)(6), 2020.